Manufacturer narrative:
Gbo complain: (B)(4). No samples were received for evaluation. We have no further inventory of the material /batch. A check of quality records shows no deviations related to the reported event. The complaint can not be determined.

Event description:
Customer states that these tubes are low filled.